Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip for high blood glucose level. Customer stated that the insulin pump had clear user settings is selected by the user. The insulin pump will be returned for analysis. Frn-unk-rsvr unomed inf set.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm and no device deficiency anomaly noted during test.